Manufacturer narrative:
Philips service replaced the hdds (B)(6) and escalated the issue to l3. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that intermittent errors and imaging loss during intervention on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.